Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump is blank. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display, black display or battery alarms were noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.